Event description:
Customer reported the system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera, image intensifier, and power supply. System operates as intended.